Event description:
Allegedly in (B)(6) 2013 patient began experiencing pain; elevated metal ions. During revision, surgeon found large fluid collection and cup was completely loose; also found dark corrosion.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01254. This report will be updated when the investigation is complete.